Manufacturer narrative:
Spacelabs technical support advised the customer to reach out to their networking team as the symptoms presented indicated a networking failure. At this time there is no additional information from the customer and the cause of the reported issue is unknown. Spacelabs will continue to investigate the failure and submit a follow up in accordance with 21 cfr should additional information be made available.

Event description:
The customer reported that while monitoring telemetry patients on a xhibit central station the waveforms disappeared. There was no patient or user harm associated with this event.

Manufacturer narrative:
Through further investigation, it was determined that the users were using their ariatele transmitters for spo2 monitoring only. The ariatele transmitters are not designed to be used as spo2 monitoring only as the device requires ECG cables to be connected and used as the antenna is built into the ra lead of the device. Training was provided to clinical staff on proper use of the product. No product malfunction was identified.